Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3998, lot# lb3047, impl anted: (B)(6) 2003, product type: lead. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for multiple back operations and radicular pain syndrome(radiculopathies). It was reported that the patient's previous system had been explanted due to infection. The manufacturer representative was not able to confirm the serial numbers of the devices; however, manufacturer record contained a system that matched the implant date of the new reported information. On 2016-04-28 the manufacturer representative reported to have no new information about the event. A telephone call with the patient on (B)(6) 2016 confirmed that the device and patient registration was correct. The patient reported that they did not have the serial numbers of their old device but thought that it was in them for six months to a year. The patient stated that they were not sure about the dates because it was a long time ago. The device was removed due to a staphylococcus infection. They put in a pic line and the patient received intravenous antibiotics for just over a month. The patient reported that they were doing very well with their new device and was now getting good pain relief.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.